Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
Since (B)(6) 2017, the customer obtained questionable high test results for three patient samples using the crej2 creatinine jaffé gen.2 (crej2) and ureal urea/bun (bun) assays on the cobas 8000 c (701) module. The first event occurred on (B)(6) 2017. All results were released outside of the laboratory. The physician did not believe the high results, since they were not consistent with the patients' clinical statuses and historical results. Refer to the attachment of this medwatch for all patient data. No adverse event occurred. The crej2 and bun reagent lot numbers and expiration dates were not provided. The customer is not having issues with any other assays. All special washes are programmed. The customer has not observed any urine carryover into serum tubes. Calibration and qc were acceptable; therefore, a general reagent issue is not likely. There were no other issues with the instrument or system parameters; therefore, a general instrument issue is not likely. Alarm information showed "insufficient sample" alarms on (B)(6) 2017; however, without the exact times of the sample results, it was not possible to determine the relationship of the alarms to the results. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The most likely root cause for the erroneous results for patient a is sample probe carryover due to accumulation of pre-analytical debris on the surface of the sample (particulates, cell particles, cell debris, or microclots). This may be due to insufficient pre-analytical handling. The most likely root cause for the erroneous results for patients b and c is a contamination of the heparin tube by urine. This occurs if urine tubes are filled to the top, and splashes of urine may transfer to a serum rack during manual or instrument transport. Since (B)(6) 2017, the customer has closely monitored urine handling and has not communicated any further issues.